Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: jun 18, 2021. Section h3: evaluated by manufacturer: yes. Device evaluation: the suspect product was returned in its original packaging with dfu, patient identification card, patient notification card and labels. Upon evaluation of the sample received, the plunger was not in a fully advanced position, and the pushrod looks centered. All the components were correctly assembled, and no defect related to manufacturing process was identified. Traces of lubricating material were not observed in the cartridge. The lens was received out of the device with a haptic damaged. Due to the condition of the sample returned the reported issue was not verified. Based in the analysis product quality deficiency could not be determined. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
Device evaluation: product testing could not be performed as the product was not returned. The reported event could not be verified, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints were received for this production order. Conclusion: based on the investigation, no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight and ethnicity: unknown/ not provided. If implanted, give date: unknown if lens was implanted. If explanted, give date: unknown if lens was implanted, therefore unknown if lens was explanted. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) while being inserted into the patient's right eye got stuck in incision. The customer was not sure, but thinks there may have been an enlarged incision, but did confirm that there was no sutures used. No additional information provided.